Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that a patient's blood glucose levels reached 326 mg/dl while wearing the pod worn between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, patient replaced the pod, gave a shot of insulin.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula did not find it bent or kinked. The fluid path was inspected and no issues were noted that would cause high blood glucose levels or an irritated infusion site. The cause of the reported skin irritation could not be conclusively determined.